Event description:
Stem retroverted & spun out - probably due to under sizing of component at primary procedure. Patient dislocated twice.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.